Event description:
The customer contact reported the pt received less medication than expected. The tubing set was being used with an unspecified infusion pump to deliver an unspecified antibiotic. After an unspecified length of time in use, the nurse noted that the infusion pump indicated 10ml was left to be delivered; however, the solution container had, "significantly more left to deliver." The tubing set was replaced and the therapy was completed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded.